Manufacturer narrative:
Date of event: estimated (B)(6) 2017. Device name: arterial pressure monitoring. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Per the user facility report (see attached ref:(B)(4)), the customer reported that, when the patient's catheter (arterial pressure line) sutures were removed, the nurse noted excessive bleeding. When the catheter was removed from the patient, it was noted that the silastic portion of the catheter was not attached to the hub of the device. An ultrasound was performed, and it was confirmed that a portion of the catheter was retained in the patient. The patient required surgical intervention to remove the catheter. The patient was a pediatric patient, and the catheter was used in a peripheral arterial line indication. Additional information has been requested from the clinical risk manager, but none has yet been provided. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
1. What was the fitting connected to and is it available for return? There are no other connections available. 2. How long was the device in place? 3 days. 3. Was there any force exerted on the catheter? No. 4. Where (anatomically) was the device placed? Left radial artery. 5. What was the event date? (B)(6) 2017. 6. What were the pediatric patient¿s health conditions: i.e.: pre-existing conditions, congenital anomalies, disease status, etc.? Asthma. 7. What was the weight of the patient? 26.2kg. 8. What medications was the patient on prior to and during the procedure? There was no procedure, the patient was in the pediatric ICU. Standard normal saline 1:1 with heparin infused through line at 3ml/hr. 9. What procedure was being performed? No procedure, blood pressure monitoring 10. Why was the procedure needed? N/a. 11. What was patient status post-procedure? N/a. 12. Are specific device indicators available: lot number, gpn, rpn? Original packaging not saved. 13. Complaint states patient experienced ¿excessive bleeding¿, can this be quantified? (I.e.: 30ml, etc.). Not able to quantify, dressing was changed multiple times; by different providers. At time of removal, dressing . Was saturated. 14. Were there any sharp edges on the catheter that may have caused vessel damage? Not that I am aware of. 15. Are there any op reports, images, diagnostics available regarding this procedure? No, the patient had to go to the or for surgical removal. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control data and visual inspection of the device was conducted during the investigation. One unidentified device was returned for investigation. Based on the available information c-pms-250 is the most likely part number for the complaint device. The device was returned with a fitting and approximately 1 mm of the catheter. A visual examination noted the catheter appears like it has been folded over or bent at the hub. Additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.